Event description:
I had the essure and starting experiencing horrible abdominal pains, after a couple months. I had gone back in to see my ob/gyn and the implants had actually migrated and I needed to have surgery to remove them and my tubes removed.